Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was inserted and positioned at the laa. A 27mm watchman flx closure device and delivery system (wds) was advanced and deployed. After a full recapture of the wds, the wds was found to be kinked and subsequently removed. A new wds was used to complete the procedure successfully and the closure device was implanted. The procedure was concluded and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman flx delivery system and closure device (wds) was received for analysis and the reported event was confirmed. Visual inspection of the wds found a kink in the sheath 6cm proximal of the tip. Microscopic inspection found there was tip damage consisting of flared tri-cuts and there were abrasions within the wds sheath tip.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was inserted and positioned at the laa. A 27mm watchman flx closure device and delivery system (wds) was advanced and deployed. After a full recapture of the wds, the wds was found to be kinked and subsequently removed. A new wds was used to complete the procedure successfully and the closure device was implanted. The procedure was concluded and there were no patient complications reported.